Manufacturer narrative:
(B)(4). For 1 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. For the 1 unit, the bag to vent micro switch was replaced to resolve the reported issue. For 1 event, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1011-9000-000 anesthesia gas machine experienced sticking component. 1 unit was reported for manual/mechanical ventilation switch that cannot be switched making mechanical ventilation not available. 1 unit failed checkout due to a flow sensor with a stuck flap. These reports were received from various sources. Of the 2 events, 2 did not involve a patient.